Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Procedure name? Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was noted the wrong needle type. The needle type of vcp772d was found to be one type of needle when opened the package, but actually should been a different type. Changed to another one to complete surgery. There were no adverse patient consequences reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/6/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: visual analysis of the returned product revealed that one empty foil packet and a dispensed needle/suture product code vcp772 was received to ethicon inc for evaluation. Upon visual inspection of the sample received, the swage area and tip needle were observed damaged (crushed). In addition, during the inspection no marks by surgical instrument were noted. Specifications of the needle were reviewed and compared against the received sample and the results were consistently with the requirements, however; due to the condition observed the needle appears to be different as per the damages. According the procedures this is a class 1 defect for (damage point) and class 2 defect for (incorrect swage) and have been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the incorrect swage and damaged point was identified during the investigation of the sample received. The following information was requested, but unavailable: could you please provide the lot number? Procedure name? ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m